Manufacturer narrative:
Additional manufacturer narrative: due diligence attempts have been made to obtain the status of the explanted device for return. At this time, no response has been received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. The device was explanted after eighteen (18) days due to unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. Information regarding this explant was learned through our implant patient registry and attempts to get additional information regarding the condition of the device at the time of the procedure, patient's medical history and condition post-implant or possible comorbidities have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information through its implant patient registry that a 21mm pericardial aortic valve, implanted eighteen (18) days, was explanted due to unknown reasons. The explanted device was replaced with a 25mm pericardial aortic valve. No additional details were provided.

Manufacturer narrative:
Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. There are also occasions when a suture or sutures may tear through the annulus requiring valve exchange or repair with standard surgical techniques. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, it can lead to significant morbidity including heart failure and hemolytic anemia. Pvl can occur in the mitral and aortic position for similar reasons, including technique and patient related factors. Medical records confirmed the reason for explant was pvl. Annular calcification, a well-known risk factor for the development of post-operative pvl and may affect proper seating of the valve after debridement. Technique related factors, such as incorrect valve sizing, improper valve seating at implant or improper securement of the nadir sutures, may also contribute to the development of pvl. Finally, anatomical factors like excessive annular or subannular calcification may also contribute to difficulties seating the bioprosthetic valve in the annulus with a resultant pvl. In this case, the valve was explanted due to severe aortic regurgitation and a severe perivalvular leak caused by dehiscence. As the device was not returned for evaluation, the root cause of the event remains indeterminable. However, patient and procedural factors likely contributed to the event.

Event description:
Edwards received additional information through follow up with the healthcare provider that the 21mm pericardial aortic valve was explanted due to severe aortic regurgitation and a severe perivalvular leak. Per obtained medical records, the patient also underwent a mitral valve alfieri edge-to-edge repair during the same procedure. The 21mm aortic valve was inspected and was found to have dehisced along approximately 50% of the circumference of the valve. The valve was excised and the annulus was further debrided of calcification. The residual native valve remnant sized to a 25mm. Transesophageal echocardiography demonstrated excellent function of the new aortic valve bioprosthesis and marked reduction of mitral valve insufficiency. The patient tolerated the procedure well and was transported to intensive care unit in stable condition on a low-dose inotropic support.